Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and upon interrogation premature battery depletion was observed by the clinic. A change out procedure was scheduled. On the day of the procedure the s-ICD was explanted and replaced. High impedance measurements of 190 ohms were seen for the electrode that were not previously noted. The electrode impedance was tested with the new device and yielded 200 ohms. Subsequently the electrode was also explanted and replaced due to a suspected fracture. The impedance with the new electrode and new s-ICD was 80 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and upon interrogation premature battery depletion was observed by the clinic. A change out procedure was scheduled. On the day of the procedure the s-ICD was explanted and replaced. High impedance measurements of 190 ohms were seen for the electrode that were not previously noted. The electrode impedance was tested with the new device and yielded 200 ohms. Subsequently the electrode was also explanted and replaced due to a suspected fracture. The impedance with the new electrode and new s-ICD was 80 ohms. No additional adverse patient effects were reported. The device was also explanted and returned for analysis.